Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a leak was noticed in the catheter the morning after the surgery. It was stated there was a hole in the catheter. The drain was turned off and removed. There were no patient symptoms or complications associated with the event. The patient¿s medical history included a thoracic aneurysm.

Manufacturer narrative:
The returned catheter was 32.25 inches in length. There was tape and a bandage attached to the catheter and a syringe attached the luerlock connector and cap upon arrival. The catheter turned blue in color due to the decontamination process. The catheter met the requirements for tensile testing. The catheter did not meet the requirements for leak testing due to two holes in the catheter. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in handling or implanting edm catheter products may result in the cutting, slitting, breakage or crushing of components. Such damage may lead to a loss of system integrity¿¿ there was proteinaceous debris on the exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.